Event description:
It was reported that the patient reported to the emergency room experiencing dizziness and low heart rates. Interrogation revealed intermittent loss of capture on the right ventricular (rv) lead. A lead alert for high pacing impedance also appeared to have triggered the day before and unstable thresholds and oversensing were also noted. A lead revision was conducted. The rv lead was disconnected from the implantable pulse generator (ipg) and tested via analyzer. At that time, lead thresholds and impedance were within normal limits. The lead was again inserted into the ipg and high lead impedance was noted. It was unclear if both the ipg and rv lead were exhibiting product performance issues given the inconsistent impedance measurements prior to and during the procedure and the physician chose to replace them both. A new ipg and rv lead were implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.